Event description:
The hospital reported that during bypass the oxygenator didn't oxygenate. They suspected a hairline fracture of the arterial header near the oxygenator port. When they went to change it out a chuck broke off the oxygenator gas cap. The oxygenator was changed out with no affect to the pt.